Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited ventricular loss of capture. Programming changes could not be performed due to stimulation at higher outputs. No changes or interventions were reported. There were no patient consequences.